Event description:
The customer reported that while the unit was in use on a pt, the unit failed to run on ac power. The unit was functional on battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.